Event description:
A surgeon reports that the haptics of the intraocular lens (iol) became loose following insertion. Enlargement of the incision was required to accommodate removal of the lens. The pt has developed high astigmatism. Add'l info has been requested.